Event description:
The doctor reported loss of integration of three implants due to infection. The implants at tooth sites #3, #8 and #13 were removed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The implant was returned, however it was misplaced at biomet 3i prior to reaching the investigator. The as-received condition could not be documented. The complaint could not be verified. The device history record of this lot has been reviewed and no non-conformities related to this issue were found. There were no manufacturing deviations identified which would cause or contribute to this complaint. All manufacturing processes were executed according to the parameters established in the current procedures and all inspections performed were inside specified limits. The irradiation certificate has been reviewed and no non-conformities were found. No root cause for this event can be determined. (B)(4).